Event description:
It was reported an infection was present at an unknown site. As such the entire system was explanted on an unknown date in (B)(6) 2020. No further information was available.

Manufacturer narrative:
Date of explant is unknown. Date of event is estimated. During processing of this incident, attempts were made to obtain complete event information. Further information was requested but not received.

Manufacturer narrative:
A review of the lot history record identified no manufacturing nonconformities issued to the reported device that would have contributed to this event. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.